Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead is causing extra-cardiac stimulation of left chest wall with particular body position changes from the patient. The patient¿s parents elected to not perform any intervention to the lead after consultation with the physician. The lead remains in use. No further patient complications have been reported as a result of this event.